Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32900. It was reported the patient's system will no go into MRI mode due to high impedances. Surgical intervention may be pending to address the issue. Note: it is unknown which lead had high impedance, as such both leads are being reported.